Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional . Visual inspection: upon visual inspection, no damage was noted on the implant that would hinder the functionality. Functional test a functional test could not be performed as the mating instrument (helical blade inserter) was not returned. Dimensional inspection: based on the review of drawings- no design issues contributing to relevant complaint condition were identified. Conclusion: a definitive root cause for this complaint as its unconfirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 04.038m290sp, lot number: 14l6057, part manufacturing date: august 15, 2019, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a a review of the device history record revealed no complaint related anomalies. The device history record shows lot 14l6057 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 10l3210 met all specifications with no issues documented that would contribute to this complaint condition. Device history review : a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for pertrochanteric fracture with tfna. The guide wire was found difficult to attach the blade to an impactor. The surgeon used 85mm blade as replacement. It was unknown if there was surgery delay as well as patient outcome. Concomitant device reported: unknown impactor (part # unknown, lot # unknown, quantity 1). This is report 01 of 01 of (B)(4).